Event description:
A customer reported a malfunction alarm on their insulin pump. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).